Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. E1: (B)(6).

Event description:
The incident involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The reporter stated that there was an occlusion alarm which may affect actual infusion volume. The event was noted during infusion of total parenteral nutrition (tpn). There were no obvious defects noted on the tubing set. The tubing was not replaced and therapy not resumed. The product was not exposed to extreme temperature condition. No leaks were noted and no damage noted such as occlusions, or kinks, or bends. There was no cassette test failure. There was patient involvement and no patient harm.

Manufacturer narrative:
The complaint of occlusion alarm could not be replicated on the used 142560488 primary plum set. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no cassette errors, occlusion alarms or air in line alarms generated and no restrictions in flow were observed. The complaint of occlusion alarm can be confirmed based on lot history. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. Corrective actions are in process. D9 device returned to manufacturer on 12/5/2023.